Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed twiddlers syndrome which dislodged the right ventricular lead. The physician elected to explant and replace the lead.